Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. On the day the patient passed away, they were hospitalized for shortness of breath. The cause of death was reported to be respiratory failure. Treatment during hospitalization was not reported. Pd therapy was reported to be ongoing at the time of death. The patient was not connected to the homechoice when they passed away. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. The device passed both the functional and electrical rite (return instrument test and evaluation) test. The device was determined to meet specification requirements per rite testing. External and internal inspection was performed and revealed no problems. Analysis of the device pneumatic system was performed and revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.